Event description:
It was reported that during an implant procedure, the left ventricular lead suture sleeve broke. A new suture sleeve was used. There were no adverse health consequences to the patient.